Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. This type of event is typically caused by user mechanical damage from dropping the device or hitting the device against bone or another device. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was originally reported that while biting through the cuff, the instrument broke and piece fell into the joint. Follow-up investigation: an extra incision was made (surgical intervention) to remove the broken piece from the joint. The surgery was successfully completed. No fragments retained in the patient.